Manufacturer narrative:
The product was received on (B)(4) 2014 and evaluated on (B)(4) 2014 by qe and a breach in the transformer housing was discovered. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 14.0 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 56.5 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
Customer called in originally to report that the transformer housing is cracked. Upon receipt of the product and qe evaluation on (B)(6) 2014, a breach in the transformer housing was observed, which is a safety risk.